Event description:
A pt reported experiencing inaccurate high results with an ot ultra meter. The pt's blood glucose was meter - 7.2 mmol/l and lab - 5.5 mmol/l with 10 minutes with a difference of 31 mg/dl. Pt did not experience any adverse events. No further info has been reported.